Event description:
Related manufacturer reference number: 2017865-2022-46876, related manufacturer reference number: 2017865-2022-46877, related manufacturer reference number: 2017865-2022-46881. It was reported that a patient presented in-clinic. Upon examination, the patient's device pocket was found to have a hematoma, revealing a system infection. Cultures were taken. The system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should be corrected to reflect device not returned. Correction: h10: the following statement should be included in the report: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.